Manufacturer narrative:
The device has been returned to animas; however, the investigation has not been completed. No conclusion can be drawn at this time. Once the eval has been completed a supplemental report will be filled.

Event description:
On (B)(6) 2011, the pt's mom contacted animas alleging that the pump was contributing to her daughter's elevated blood glucose (bg) levels for the past 2 months. The pt's blood glucose has been running as high as in the mid 200's to most recent 580 mg/dl with ketones last evening. The pt's mom stated she has followed all of the doctor's advise from modifying the basal settings and changing infusion sites but nothing seems to be working. Troubleshooting revealed the pump settings were correct, the pt was delivering boluses correctly, and there has not been any occlusion alarms; however, the pt's mom did report recurring loss of prime warnings that have been occurring since (B)(6) 2010. When the pump is not primed, this will prevent insulin delivery. A replacement pump was sent to the pt. On (B)(6) 2011, animas conducted a follow-up call and confirmed that the pt's blood glucose levels have been within target with the replacement pump. The pt's mother felt that the elevated blood glucose levels were related to the recurring loss of prime warnings, which prevented insulin delivery. She also claimed that one time she primed the pump, the pump read 77 units of insulin remaining but she filled the cartridge with 120 units. This complaint is being reported because the pt allegedly developed high blood glucose levels for the past 2 months due to loss of prime warnings.